Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Litigation alleges pain, physical injury, bodily impairment and elevated metal ion levels. Update rec¿d (B)(4) 2014 - plaintiff¿s preliminary disclosure form with medical records was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(4) 2014. Update (B)(4) 2015: rec'd der, dor, revision surgeon, sales rep, exp date for all products, sleeve, metal ions as a reason for revision. Competitor's stem used. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem

Event description:
Update rec'd 3/31/2015- medical records received. Dor updated. Upon revision, a pseudotumor, white chalky material, and osteolysis were noted. The information received does not change the MDR decision. This complaint was updated on: 04/13/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.